Event description:
It was reported that: "crna accessed artery, had blood flow. Could not advance catheter. It did not move, felt stuck to the whole device. Pulled everything out. Needle was disengaged and sheared. She successfully replaced with a another device." There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4). Awareness date was corrected to 17may2024 due to an additional complaint request by the investigation engineer on 17apr2024.

Event description:
It was reported that: "crna accessed artery, had blood flow. Could not advance catheter. It did not move, felt stuck to the whole device. Pulled everything out. Needle was disengaged and sheared. She successfully replaced with a another device." There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The complaint of the needle cannula separating from the needle hub was confirmed based on visual analysis of the customer photos. The photos show the proximal end of the needle cannula separated from the needle hub. The appearance of the damage is consistent with a manufacturing defect. Manufacturing was contacted as a part of this complaint investigation. They stated that the observed defect in the customer photo is a manufacturing issue during the assembly process. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture. Warning: do not use excessive force in removing catheter. If resistance is met on removal , stop and follow institutional policies and procedures for difficult to remove catheters." The customer report of the needle cannula separating from the needle hub was confirmed by visual inspection of the customer supplied photos. The photos show the proximal end of the needle cannula separated from the needle hub. Based on the appearance of the damage, manufacturing likely caused or contributed to the event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section b.3. Corrected to 29-feb-2024.